Manufacturer narrative:
(10/08/2012) device evaluation: the meter involved in this complaint has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the display was found to be broken. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the lay user/ reporter contacted lifescan (lfs) on behalf of the patient alleging the patient's onetouch ultralink meter was not powering on when the patient tried to test her blood glucose. The medical surveillance specialist (mss) was unable to follow up with the reporter or the patient for additional information. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 in the afternoon, the reporter stated, the alleged issue first occurred. The reporter stated, the patient uses insulin pump therapy (type and dose unknown) to manage her diabetes. The reporter stated, the patient made no changes to her usual diet, activity level or medications due to the alleged issue. The reporter stated 2 hours after the alleged issue started, the patient developed symptoms of "blurred vision and thirst." The reporter denied the patient receiving any medical treatment in response to the increase in blood glucose. At the time of troubleshooting, the cca confirmed the battery did not need to be replaced per recommendations. The cca noted that the patient was using the correct test strips and there was no misuse of the subject meter. When the patient was prompted to insert a new test strip, the meter would not power on. When the power button was pressed, the meter would not power on. Replacement products were sent to the patient. The meter involved in this complaint has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the display was found to be broken. Based on the information provided, this complaint is being reported as an adverse event because, the reporter claimed due to the alleged issue, the patient was unable to test, and developed symptoms suggestive of hyperglycemia.